Event description:
A malfunction alarm, specifically alarm 29, was reported during insulin pumping. The customer's blood glucose level was 216 mg/dl. Tandem technical support assisted the customer in attempting to load a new cartridge, but the alarm recurred, preventing the resumption of insulin therapy. As a resolution, the pump was scheduled for replacement, and the customer planned to use multiple daily injections (mdi) as a backup therapy. The customer was instructed to return the malfunctioning pump using a pre-paid label after putting it into storage mode, and the shipping address for the replacement was confirmed.